Event description:
The following information was provided: screw came out of the angle saw attachment during the procedure in its first use ever. The screw almost landed in the wound of the patient. Case type / application: tka 2.

Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. The screw is backing out of the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.